Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had contacted their healthcare provider to report that there was "something sticking out of their chest at the incision site" approximately five days after the implantable cardiac monitor (icm) was inserted. The patient was evaluated and it was confirmed that the icm was extruding from the incision. The physician removed the icm and the patient was given antibiotics. No patient complications have been reported as a result of this event.